Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the drawer was not opening. The field service engineer (fse) addressed the intermittent drawer failure by replacing the drawer control board and the t-board. The fse confirmed that the drawer was fully operational following successful testing in the hardware test application. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the 2a drawer was not opening and was not detected on the bus. The drawer would not open, then became recoverable, but the issue reoccurred the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.